Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 5.6 mmol/l. The customer stated that they have tried to connect to the transmitter, but the sensor cannot confirm if the green light is flashing or not. The customer stated that the sensor was removed and the cannula is not present. The customer stated that they are hard of sight and cannot see if it is still present in the body or not. The customer will be sent a replacement sensor.

Manufacturer narrative:
(B)(4) inspected one opened/used enlite sensor, and performed testing. The sensor functioned properly. Also found cannula bent, with no broken or missing parts. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.